Event description:
Explant of sound processor to support treatment of infection. Initial implant (B)(6) 2012.

Manufacturer narrative:
Per dr. (B)(6), pt was not reconstructed due to amount of tissue in the middle ear. May have another surgery for reimplant.